Event description:
Boston scientific received information that there was oversensing of the atrial channel on the ventricular channel. This oversensing was mitigated by decreasing the ventricular sensing. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.